Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was unable to unscrew the set screws from the device during a routine device replacement procedure. The physician broke the device header off with a bone cutter tool. The device was explanted and replaced. The leads were reused with a new device. The patient was stable before, during, and after the procedure.